Event description:
Customer reported the system displayed an error message during set up for surgery. Customer changed the cassette, but problem still persisted. The system was exchanged and the procedure was completed. No patient impact was reported.

Manufacturer narrative:
Product evaluation: the company representative examined the system and confirmed the system message reported. The air/fluid controller pcb was replaced. The system was then tested and met all product specifications. A visual assessment of the returned air/fluid controller pcb did not reveal any nonconformity. The air/fluid controller pcb was tested and the system message displayed upon boot up. A nonconforming component was found on the air/fluid controller pcb. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Root cause: the root cause of the reported event is nonconforming component in the air/fluid controller pcb. Actions taken: alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is planned at this time. (B)(4).